Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the sheath stretched/elongated upon removal at the end of the procedure and the patient required an extra night in the hospital and vascular review.

Manufacturer narrative:
The suspect device was not returned for evaluation. Images were provided, confirming the sheath assembly exhibited irregularities on the tube and appeared elongated. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the engineering, quality, and management team members.